Manufacturer narrative:
Results: potentiometer headend assembly. Sensor coil cord.

Event description:
It was reported by service report that the head end lift was stuck in high height. No pt involvement or adverse consequences are reported.